Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged device is not blowing enough air and it feels as if he is suffocating. There was no report of serious or permanent patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.